Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 13:06:55. During night drain cycle four, the patient's ultrafiltration reading was 1247ml, indicating the home patient drained 1247ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated. The visual inspection did not reveal any issues with the device. Functional testing of the device could not verify increased intra-peritoneal volume (iipv). The iipv event was identified during the review of the event history logs. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.